Manufacturer narrative:
Per provider: chair wasn't damaged. Just missing anti-tip wheels. No new information.

Event description:
Provider alleges chair did not have anti tip wheels and consumer tried to drive up curb and allegedly chair fell back with consumer in it.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges chair did not have anti tip wheels and consumer tried to drive up curb and allegedly chair fell back with consumer in it.